Event description:
It was reported that there was a power on reset (por) that occurred. It was not specified the error code that accompanied the por, but it was successfully cleared. Actions required as a result of the event was reprogramming and impedance testing was done as diagnostic testing or troubleshooting performed. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va0a1ny, implanted:(B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va0a1ny, implanted:(B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va06mg2, implanted:(B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va05tdk, implanted:(B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), , product type: recharger. Product ID: 97740 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2014, product type: extension.(B)(4).